Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 627295) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no. The patient's concurrent conditions included nausea, abdominal tenderness, chest pain and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera), naproxen, nsaids, ondansetron and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("anxiety/ mental anguish"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), autoimmune disorder ("autoimmune disorder") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and autoimmune disorder had resolved, the psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea and post procedural complication outcome was unknown and the female sexual dysfunction was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) 2004 (discrepancy noted in insertion date) she had received treatment for pain. If no removal planned, select reason(s): unable to afford surgery she received treatment for events pain and bleeding, autoimmune reaction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 627295 manufacture date:2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. Added event post procedural complication, autoimmune disorder. Outcome of events pelvic pain, abdominal pain, autoimmune disorder was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 627295) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included nausea, abdominal tenderness, chest pain and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera), naproxen, nsaids, ondansetron and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/ mental anguish"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety and nausea outcome was unknown, the genital haemorrhage had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal pain, anxiety, depression, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) 2004(discrepancy noted in insertion date) she had received treatment for pain. If no removal planned, select reason(s): unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 627295 manufacture date:2008-05 expiration date: 2010-05 0 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: fu 5 and 6 processed together. This case becomes incident. Event : apareunia (inability to have sexual intercourse), nausea added. Outcome of the event pain and bleeding updated. Concomitant drug added on 16-dec-2019: fu 5 and 6 processed together. No new information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.